Manufacturer narrative:
Tech found the head will not raise due to bad valve. Replaced the valve to resolve this issue. Bed located in storage area.

Event description:
Info received that the head will not raise on this bed. No injury reported.